Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's main keypad assembly. Unrelated repairs were completed. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not show as delivering all the shocks that were given by the user. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
The reported device issue could not be duplicated but physio confirmed a user issue through review of the electronic device data. The data showed that the device was only dumping charges when the user pressed the knob button which removes the charged energy. There is no evidence of any device malfunction and the cause was determined to be use error.

Event description:
The customer contacted physio-control to report that their device did not show as delivering all the shocks that were given by the user. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.